Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of brachial plexus. The patient reported that they went to the ER because their device was dying. It was clarified that the patient saw an end of service (eos) message. The eos occurred just over 8 years after initial implant in (B)(6) 2018. There was no allegation of dissatisfaction with the longevity of the ins. No further complications are anticipated.